Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A literature article reported that a handpiece presented with a shower of metallic particles into a patients eye during a procedure. The procedure was completed. There were residual evident pieces seen at the one (1) day postoperative visit in the operative eye of the patient. Additional information has been requested but none has been received. References: j cataract refract surg - vol 31, december 2005.

Manufacturer narrative:
A literature article: "origin of intraocular metallic foreign bodies during phacoemulsification", was reviewed. During phacoemulsification of a (B)(6) year old male there was egress of a shower of metallic particles. Although all visible particles were aspirated during surgery there were residual evident pieces seen at the 1 day postoperative visit. Additional information was requested but none has been received. The console operator¿s manual includes warnings: the torsional and high performance ultrasound (u/s) handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery the handpiece must be thoroughly cleaned. Be sure the cord plug is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. No samples were received for evaluation. The article noted the phaco handpiece used during this case was immediately retired and returned to alcon for inspection and investigation. The handpiece nose cone was visually inspected and appeared cosmetically normal. The handpiece was then run at different powers and flushed for 5 and 10 minutes. The outflow was filtered onto slides for inspection. The slides failed the particulate emission screening test, and the material collected was sent lab for analysis. The slides were examined by hitachi scanning electron microscopes and the particles analyzed by an edax energy dispersive spectrophotometer system. The largest of the particles was 300 mm. The particulates were identified as silver matching the silver brazing used where the irrigation tube enters the handpiece shell on its inner diameter. An internal investigation was opened to address this issue. The article noted that ¿unlike iron, silver is known to be nonmagnetic, which is reassuring to the patient and the radiologist in the event that magnetic resonance imaging might be indicated during the patient¿s lifetime.¿ the author suggested ¿surgeons who notice the appearance of metallic fragments should retire the handpiece being used and submit it for evaluation and possible repair.¿ product evaluation no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A potential root cause was identified to have been attributed to the silver brazing used where the irrigation tube enters the handpiece shell. (B)(4).